Event description:
The patient developed numbness, burning, and tingling to the left arm. Possible granuloma formation. Attempt to reposition catheter was unsuccessful and the catheter was explanted. The device was disposed of by hosptial and is not available for evaluation.